Event description:
The account alleges that the device has unintentional movement of the head up and knee up functions.

Manufacturer narrative:
The account determined that the cost to repair the device could not justified, therefore the device was discarded and scrapped. The device will not return to service. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.